Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was not returned for the event investigation.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt called zoll customer support to report that the pt had developed a pressure sore under the rear therapy electrodes. Epitel, a wound-contact layer dressing, was used on the pressure sore. The clinical outcome of the wound is not known. The pt continued to use the lifevest.